Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump passed the following tests: self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion and force sensor. Detailed trace analysis confirmed the power error alarm 25 was triggered when backup battery loaded voltage that was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the pump was monitored and functioned properly. The pump was unable to perform the displacement and occlusion tests due to missing retainer and reservoir tube o-ring. The pump was received with a scratched case and keypad overlay which was also pillowing. There was a cracked select button keypad overlay, serial number label peeling, serial number label fading, broken reservoir tube lip and a minor scratched lcd window.

Event description:
It was reported via phone call that the customer received a pump error alarm. Their blood glucose was 251 mg/dl. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.